Manufacturer narrative:
Batch review performed on 06 february 2018. (B)(4).

Event description:
We were informed on 10 january 2018 by medacta us that a revision surgery will be necessary. Revision surgery was scheduled for (B)(6) 2018. The revision surgery was due to tibial loosening after 6 months from the primary surgery. The surgeon suspects the loosening is due to lack of bone cement on the medial side. When the surgeon opened the patient it looked infected, all medacta hardware were explanted and a spacer was put in. The lab results do not show an infection the spacer was cautionary.